Event description:
It was reported that a bd pyxis medstation patient was not showing. The customer stated that the were not able to remove anything due to patient detail missed and it cause 30 min delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1 patient identifier, d5 operator of device, h6 investigation codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing due to server sync issue. A technical support specialist has restarted sync services. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation patient not showing. The customer stated that the were not able to remove anything due to patient detail missed and it cause 30 min delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found the patient not showing due to server sync issue. A technical support specialist has restarted the sync services. The system functioned as intended.